Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue. The device's active exhalation control module was returned to the manufacturer's product investigation laboratory for further investigation. Durin evaluation, the root cause was found to be the solenoid valve being stuck open due to contamination.